Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient received an end of service message which led to therapy loss afterwards. As a result, the patient's ipg was explanted and replaced to address the issue.